Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported pain at their lower back. The patient also reported that therapy was controlling symptoms really well. It was reviewed that the patient could turn ins off to determine if pain was related to ins/stimulation. The patient indicated that they would turn stimulation off for 20-30 minutes to see if pain changes and will follow up with doctor. It was noted that the change in therapy/symptoms were considered sudden. Additionally,the patient indicated having an MRI (B)(6) 2015 for other reasons prior to the implant that her neurologist had reviewed and showed no reason for back pain. The patient stated she noticed the patient after a change in programming. She also stated used to have pain in her foot but she decreased her stimulation from 1.6 to 1.4 and that corrected that pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.